Event description:
The customer reported that the system will not boot up. Also the screen was black and the unit will not fluoro.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep removed the existing hard drive and replaced it with a new one. The existing hard drive failed and would not allow the system to boot up. He was able to load the calibration files and took some fluoro shots. The system is working as intended.